Event description:
During procedure using uterine balloon therapy by thermachoice, the balloon did not hold pressure, requiring use of a second balloon and increasing surgery and anesthesia time for the pt.